Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system after the nurse gave the patient infusion treatment about a minute later fluid leakage at the infusion site. It was found that, the exudate occurred at the junction of the needle holder. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it was found liquid leakage at adaptor during the infusion.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8305840. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system after the nurse gave the patient infusion treatment about a minute later fluid leakage at the infusion site. It was found that, the exudate occurred at the junction of the needle holder. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it was found liquid leakage at adaptor during the infusion.